Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal outer segment stent damage, with segments raised outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The hypotube was kinked at several locations along the entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06523 and 2134265-2015-06520. It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The first target lesion was a 90% stenosed, concentric, de novo lesion located in the severely calcified mid right coronary artery (rca). A 4.00 x 20 synergy stent was advanced to treat the lesion. However, during inflation, it was noted that the stent strut was deformed. The device was removed and pre-dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. Subsequently, another 4.0 x 20 synergy stent was advanced; however, its struts were also deformed during inflation. The device was removed and a non-bsc guide extension catheter was advanced. A 4.0 x 24mm synergy stent was successfully advanced and implanted to the rca. The second target lesion was located in the proximal circumflex (cx) artery. After pre-dilatation was performed twice with a 2.0x10mm non bsc balloon catheter, a 3.0 x16 synergy stent was advanced but failed to cross the lesion. The device was removed from the patient and a 3.0 x 12 synergy stent was attempted to be implanted. However, during manipulation of the device, the shaft broke. The device was removed and dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. A 3.0 x 12 synergy stent was then advanced and was successfully implanted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06523 and 2134265-2015-06520. It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The first target lesion was a 90% stenosed, concentric, de novo lesion located in the severely calcified mid right coronary artery (rca). A 4.00 x 20 synergy¿ stent was advanced to treat the lesion. However, during inflation, it was noted that the stent strut was deformed. The device was removed and pre-dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. Subsequently, another 4.0 x 20 synergy¿ stent was advanced; however, its struts were also deformed during inflation. The device was removed and a non-bsc guide extension catheter was advanced. A 4.0 x 24mm synergy¿ stent was successfully advanced and implanted to the rca. The second target lesion was located in the proximal circumflex (cx) artery. After pre-dilatation was performed twice with a 2.0x10mm non bsc balloon catheter, a 3.0 x16 synergy¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and a 3.0 x 12 synergy¿ stent was attempted to be implanted. However, during manipulation of the device, the shaft broke. The device was removed and dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. A 3.0 x 12 synergy¿ stent was then advanced and was successfully implanted. No patient complications were reported and the patient's status was stable.